Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: no sample or photo was returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that blood leaked from bottom of a 2.0 ml draw, 13 x 75 mm bd vacutainer® edta tube with a pink bd hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.